Event description:
A malfunction was reported with the code malf 24, and the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump.